Event description:
The customer reported low blood glucose. The blood glucose reading was 134 mg/dl. The patient treated with food. In troubleshooting, the insulin pump passed a drive support cap test and the device was not exposed to a strong magnetic field. The patient stated that he wasn't eating very well lately. The customer was advised to speak with a health care provider and to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.